Event description:
Customer reported that the charging port of their current pump was not functioning, as the pump did not register the charging cable and could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up and additional information regarding corrective actions was not obtained.